Event description:
On 21-may-2024, a spontaneous report from the united states was received via email regarding a 62-year-old female consumer who used a thermacare lower back & hip heat wrap. On 22-may-2024, the consumer provided additional information. The consumer was allergic to penicillin, tetracycline, and prednisone. On (B)(6) 2024, the consumer applied a thermacare lower back & hip heat wrap for an unspecified indication. Approximately 6 hours after applying the product, the consumer experienced an application site burn, blister, and pain. The blisters were small spots on the back where the product was placed that were painful. She removed the product and applied neosporin which did not help. She applied lidocaine gel which helped but did not resolve the symptoms. On (B)(6) 2024, she had scabs to the site. As of 22-may-2024, she was healing but her symptoms were not resolved. The consumer noted she did not need to seek out a medical doctor.

Manufacturer narrative:
The root cause and root cause sub class cannot be identified. There was limited device-specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number or a return sample, a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality-related trend identified for the subclass adverse event safety request for investigation. The manufacturing operation employ quality control procedures, which include in- process testing, thermal testing, and visual inspection, to ensure the quality of the packaged product. This is an adverse event for a burn and a risk calculation cannot be determined as there is no known batch number to identify if there were a device malfunction.